Event description:
Boston scientific received information that this system was exhibiting loss of capture and pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. An x-ray did not identify any issues and testing was performed through the device and the pacing system analyzer (psa) with the same findings. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was subsequentely returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.